Event description:
The md had ordered to exchange single lumen PICC for double lumen PICC. A left lower extremity PICC line was being placed in the superior vena cava via the left brachial vein using standard, sterile interventional technique. The double lumen PICC introducer was over the single lumen PICC. While removing the single lumen PICC from the pt, the single lumen catheter fractured leaving a piece in the right upper axillary vein. Pressure was applied to the area above insertion site immediately and an unsuccessful attempt was made to retrieve the catheter. A tourniquet was applied to arm above the insertion site and pt was brought to a procedure room and with fluoroscopic guidance, a cutdown was performed and a hemostat used to retrieve the intravascular foreign body. It was removed in its entirety. There was no bleeding or further problems noted.